Event description:
In 2009, this pt was implanted with a gore tag thoracic endoprosthesis. As reported the device moved distally and lacked inner wall apposition. Additionally, the device infolded. Despite the physician wanting to reintervene, the pt refused further treatment and ultimately expired. It is unk at this time for what condition the pt was being treated. Additionally, it is unk if the device was sized correctly for pt's anatomy. Images are being sent to gore for analysis. The explanted device is also being sent to gore for examination. The investigation into this event is ongoing. Further information will be sent upon completion of the investigation.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.